Event description:
The customer reported that the unit shut off when on the patient. While patient was being transferred to ICU. The customer reported that the unit was in use on patient, but there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. The customer didn't want any support from philips. The customer just wanted to inform about the issue. It was reported that the issue is no longer occurring, no repair was performed by philips. The case was closed out.